Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3537, serial# unknown, product type: programmer, patient. Product ID: 3057, lot# unknown, product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who had an external neurostimulator (ens). It was reported that the patient had some drainage and a lot of blood on their bandage and that last night was uncomfortable for them. The patient stated that they had some diarrhea. The patient later noted that the cause of their diarrhea was the antibiotics they were on for a urinary tract infection (pre-existing). On (B)(6), the patient and her husband were attempting to switch to left side per the healthcare providers (hcp) direction. The verify controller kept saying "unable to find device". Troubleshooting was performed, but it was unsuccessful. At one point, the patient felt like device was not working because the patient could not get off toilet. The patient then took over the counter diarrhea medication and patient became numb on her left side and her tongue was numb as well. The patient's left arm and leg were numb so the patients husband called 911 and patient was taken to hospital. A stroke was suspected, but not confirmed. After an hour the patient felt better and went home. The patient reported that she thought lead migrated. It was noted that the patient started their be evaluation on (B)(6) 2017. No further complications were anticipated/reported.